Manufacturer narrative:
A partial lead was returned for analysis in 3 segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
New information received notes that the patient presented in clinic for device evaluation in may, 2021. There were no patient consequences post procedure.

Event description:
Related manufacturer reference number: 2017865-2021-27617. It was reported that the patient presented for a follow up in clinic. Device interrogation revealed both the right ventricular (ra) and right atrial (ra) leads exhibited noise. The leads were explanted and replaced. No patient condition was reported.